Event description:
A male, pt, underwent aaa repair in 2009. The main body was landed high. A couple of months post-procedure, the pt was experiencing renal complications. The physician tried to place a stent in the renal but was unsuccessful. There are no plans at this time for future interventions. The current status of the pt is unk.

Manufacturer narrative:
Event still under investigation.